Manufacturer narrative:
The 42 devices that were pending was found after communication with the account that the customer was frustrated with the amount of time they need to wait to push the devices after putting them in the neutral brake/drive position. Additionally, the customer was dissatisfied with the battery life of the devices. These are both customer preference issues and there are no malfunctions with the devices.

Event description:
This report now summarizes 1 malfunction event(s), instead of 43.

Event description:
This report summarizes 43 malfunction events(s), where it was reported the devices experienced unintended direction of the zoom. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 42 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of un-commanded (¿phantom¿) motion of the electronic bed positioning functions (not for zoom) for our bed lines (product code fnl), as this hazard has not caused or contributed to any serious injuries in at least two years. The last serious adverse event manufacturer report #0001831750-2018-01101 was originally submitted on october 18th, 2018. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
No new information.